Event description:
It was reported by the aci sale professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(4) 2013. Access was obtained at the common femoral artery vai a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device pulled through the sheathe at which time it was noticed that the balloon had lost pressure. The patient was converted to 20 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon approximately 4.5mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.